Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchofibervideoscope had black fluid coming from the leak. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure of black fluid coming from the leak was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: c-body chipped. Based on the results of the investigation, the probable cause of the reported failure of a major leak at the distal tip with black fluid coming from the leak is attributed to an instrument channel leak and an identified stress problem. The most probable cause of this complaint is traced to component failure, indicating expected or random component failure with no design or manufacturing issues identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.